Manufacturer narrative:
(B)(4). Date of birth: (B)(6). Concomitant medical products: persona stemmed natural tibia catalog # 42532007101 lot # 63804038. Persona cr articular surface catalog # 42511000510 lot # 63793722. (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2018-00148, 3007963827-2018-00149.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient underwent a manipulation post implantation due to stiffness in the knee.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Report source: (B)(6).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.